Event description:
Sizer was implanted during a laparoscopic jejunostomy. Sizer was left in and was not to be used. The plan is to let the jejunostomy mature then change out the sizer for a j-tube at the skilled nursing facility. Diagnosis or reason for use: gastroparesis. Event abated after use stopped or dose reduced: yes.